Event description:
It was reported by repair work order that the customer alleged that the brakes will not stay engaged. Upon inspection of the unit by the service technician, it was identified that the alleged issue could not be duplicated and no defects could be found. The service technician reported that he engaged the brakes multiple times and each time the brakes would hold. No adverse consequence or clinically relevant delay in treatment was reported.